Manufacturer narrative:
Corrected fields: h4: correcting manufacturer date from dec 12, 2019 to dec 1, 2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, dark image on the right side occurred due to failure of the liquid crystal panel. The cause of the lcd panel could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The oev321uh/4k uhd lcd monitor was returned as part of the asset return process. During routine inspection of the device by olympus, it was found the right ride of the image was dim. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. Image quality on the right side of image was found to be dim. Lcd panel failure was detected. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.